Manufacturer narrative:
(B)(4) concomitant medical products: gore excluder aaa contralateral leg components: pxc161000/05612751 and pxc141200/05893235. (B)(4).

Event description:
On (B)(6) 2008, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm with a diameter of 49.5 mm. Neither computed tomography (CT) follow-up imaging in 2009 nor subsequent ultrasound scans revealed any issues. However, on (B)(6) 2016, follow-up CT imaging showed an aneurysm diameter of 63.4 mm which pointed to an increase of more than 5 mm compared to the previous CT performed on (B)(6) 2009. Reportedly, there appears to have been a type ii endoleak due to retrograde flow involving lumbar arteries. The patient was reported to have been well at the time of the CT diagnosis in (B)(6) but his present health status is unknown. Images were received by gore to investigate as to whether the aneurysm growth was due to a type ii endoleak.

Manufacturer narrative:
Describe event or problem: corrected date of initial implant procedure to (B)(6) 2008.

Event description:
Initial implant procedure date: (B)(6) 2008.

Manufacturer narrative:
Outcomes attributed to adverse event: updated selection. Describe event or problem: updated. Evaluation codes: added codes. Code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6), 2008, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 49.5 mm in diameter and was therefore implanted with three gore® excluder® aaa endoprostheses. On (B)(6), 2016, follow-up computed tomography imaging illustrated a type ii endoleak caused by a retrograde flow through the lumbar arteries. No further increase of the aneurysm was reported. Also on (B)(6), 2016, the inferior mesenteric artery was embolized. The patient tolerated the procedure.